Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise during a gastroscope inspection procedure, involving a gastrointestinal videoscope. The procedure was completed using a similar device and there was no patient injury reported.